Event description:
The hcp reported the pt was experiencing decreased efficacy of the narcotics - morphine, bupivacaine, and clonidine (unk concentration/dose). It was also noted that there was increased pressure when accessing the refill port. A roller arm study showed the roller arm did not move. The catheter was determined to be kinked. The pt underwent a catheter revision and pump replacement. The outcome was reported as "full functioning intrathecal drug delivery system in place. Pt discharged per hospital protocol." Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
This report is being submitted following an internal audit.